Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided ccc with quality control data, indicating that controls were within range prior to the discordant results. The customer cleaned the probes and drains and reran quality controls. The cause of the discordant, falsely low tbil and alp results was due to a clot in the aliquot probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low total bilirubin (tbil) and alkaline phosphatase (alp) results were obtained on one patient sample on a dimension vista 1500 instrument. The laboratory biologist questioned the results and the discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physicians(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil and alp results.